Manufacturer narrative:
The record was overlooked and discovered during a reconciliation period of records within the automated system. No serious injury occurred to the patient or user of the medical device.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.